Event description:
During a carotid stent procedure via right femoral access, the physician stated that the protege rx stent jumped and a second stent was needed to cover the plaque left outside of the stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.